Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 05dec2019 and investigation was conducted on 16dec2019. The c-ring was observed to be intact, however the scope wash tubing was observed to be cut away from the body of the c-ring. The end of the scope wash tubing was observed to be melted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring cut¿ was confirmed.